Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# va0540e, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that patient went through airport security screening and now she was having trouble getting stimulation to turn back on. The patient was assisted to turn stimulation back on. The patient was on program 1. The patient turned stimulation up and did not feel stimulation. It was noted that patient tried all 4 programs and reached upper limit and still did not feel stimulation. The patient indicated that she normally she felt something so she knows this can't be right. The patient reported returned of symptom. The patient diagnoses were: bowel dysfunction/sacral nerve stimulation gastrointestinal/ pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reports that the patient was waiting to hear form doctor. The patient reported on (B)(6) 2015 she went in the hospital and had new device put in by healthcare provider.